Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. On (B)(6) 2009 the patient underwent a sling revision and urethral dilation. The patient underwent an lavh and bso on (B)(6) 2010. It was reported that patient underwent mesh revision on (B)(6) 2012. No additional information was provided.